Manufacturer narrative:
During attempted stent deployment a balloon rupture occurred. The stent was partially deployed. Cine images received. The images capture the lesion site in the cx artery. The attempted delivery of the resolute integrity stent is visible from the images and resistance is encountered during the delivery of the device. The distal end of the stent can be seen to be partially expanded and the distal inner shaft marker pulled proximally, suggesting withdrawal of the delivery system. Slight bunching and flaring is evident of the proximal end of the stent at the tip of the guide catheter. The next images capture the dislodged stent in the vessel. The proximal and distal ends of the dislodged stent are flared. Unidentified stents are then deployed at the lesion site, proximal and distal to the dislodged stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant a resolute integrity drug eluting stent. The target lesion was located in the mid circumflex (cx) artery and was reported to be severely tortuous and mildly calcified with 70-80% stenosis. No damage to packaging was noted and no issues removing the device from the hoop/tray were recorded. There were no issues removing the protective sheath. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated and the device did not pass through a previously deployed stent. The inflation device remained on neutral pressure during delivery of the device. When advancing the device, resistance was encountered. Moderate force was used to advance the device. The device did not reach the target lesion. During attempted stent deployment, a balloon burst/leak/catheter leak was reported. This was noticed following the first inflation. There was blood in the inflation device. It cannot be confirmed if the balloon or catheter was leaking. The stent delivery balloon could only be inflated to 7 atm. It is reported that the stent embolised and the physician trapped the embolized stent with two other stents. No patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.